Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, before implant, the device was unable to be interrogated. Several attempts to interrogate the device were performed with no success. No patient was involved.